Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for (B)(4) (patient #2- cervical laminectomy): the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the index laminectomy? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. For stratafix symmetric pds plus suture (muscle): product code/lot number . What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any deficiency or anomaly of before, during or after suture placement on muscle or during any re-operation? Please specify. For stratafix symmetric pds plus suture (fascia): product code/lot number. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any deficiency or anomaly of suture before, during or after suture placement on fascia or during any re-operation? Please specify. For stratafix symmetric spiral monocryl plus (subcutaneously): product code/lot number. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any deficiency or anomaly of suture before, during or after suture placed subcutaneously or during any re-operation? Please specify. Patient symptoms- manifestations of infection (location, severity, appearance, systemic or local)? Date - time of onset of post-op infection from the index surgical procedure? Were cultures performed? Results? How was post-op infection treated? Please specify treatment and results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Events were submitted via 2210968-2021-08261, 2210968-2021-08262.

Event description:
It was reported that the patient underwent a cervical laminectomy associated with vertebral stabilization on unknown date and the barbed suture was used on subcutis. The patient experienced post-op infection. Additional information requested.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. Additional h6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.